Manufacturer narrative:
The force bipolar instrument was found to have one bent grip, causing misalignment of the grips. There was a .0220¿ offset at the tips. The grips do not show cracking damage. Components adjacent to this bent grip do not show damage. A review of the logs for the force bipolar instrument associated with this event has been performed.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for failure analysis investigations. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Per instrument log review, the instrument has been used in 5 subsequent procedures.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia repair surgical procedure, the vas deferens got stuck in the gear of the force bipolar instrument and tore through the patient's vessel. The vas deferens was intact on the other side, and there was no concern of the anatomy's functionality following this event. The procedure was completed robotically. The patient was discharged from the hospital with no reported post-operative complications.